Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device will not be returned to manufactuer.

Event description:
Caller states the patient tested 7.2 inr on the coaguchek xs system while a comparison lab returned as 3 "something" (inr). No reported actions taken based on the device result. No adverse event reported. Requested return of suspect system, however, the test strips are no longer available; replacement was sent.